Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: at device receipt, the inserted battery was checked and voltage verified. Visual inspection noted the battery contacts were contaminated. The source of the contamination was unknown. The battery contacts were cleaned and all contamination removed. The device was then fully functionally tested and passed all tests. Cellular phone interference was simulated, but no effects on the device could be recorded. Endurance testing was performed with no disruption in expected performance. Contaminated battery contacts were found to be the most probable cause for the reported issue. No relation with the use of a cellular phone could be demonstrated.